Event description:
Caller reported aviva blood glucose results of 527 mg/dl, 129 mg/dl, 456 mg/dl, and 187 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2008. It was reported the pt can no longer obtain telemetry with the ipg in order to recharge. The pt had lost a significant amount of weight, causing the ipg to become extremely superficial. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.